Event description:
It was reported that the packaging on the skin staplers was damaged; it created a non-sterile product which was unable to be used.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend the related event.

Event description:
It was reported that the packaging on the skin staplers was damaged; created a non-sterile product which was unable to be used.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73f2200697 was manufactured on 06/21/2022 a total of (B)(4) pieces. Lot was released on 07/06/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be curled and damaged at the corner of the tray next to the cover block and opposite the lidstock. The packaging was also observed to be cracked along the opposite corner. The sterile barrier of the returned sample is compromised due to the packaging damage. Packaging engineering was contacted as part of the investigation of this issue. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of this nonconformance. In summary, the reported complaint of "packaging damage - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections for this issue were established as part of this nonconformance. The returned sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.